Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/13/2020. Device evaluation: the lens was received in a specimen container on 04/13/2020. The lens is cut, most probably to facilitate the reported iol explant. Two pieces of the lens were received; the lens is missing a portion. The conditions of the received lens do not allow for additional evaluation. The reported issue could not be verified; a product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one complaint was received from this production order for dysphotopsia-halos and glare. Product evaluation was performed, but the complaint event was not confirmed, and no product deficiency was identified. Therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Patient code (B)(4)¿ explant. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient¿s left eye, due to mechanical complications described as blurred vision near and distance. It was also noted that there were halos around lights. Visual acuity pre-op 20/30, post-op 20/40. There was no patient post-op injury. Replacement iol was a model zkb00 20.0 diopter iol. No other information was provided.